Event description:
It is reported that a customer experienced low blood glucose but the patient was not admitted to the hospital. The blood glucose level was 28 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.